Manufacturer narrative:
A customer reported that their AED is flashing red and prompting a replace battery now warning. Troubleshooting of the device with the customer identified the customer was not keeping the battery pack inserted in the AED and would perform battery pack self-tests as part of the AED's routine maintenance. The cause of the complaint was related to a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the customer was instructed to keep the battery pack inserted in the AED and the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED is flashing red and prompting a replace battery now warning but it is not close to the expiration date. They reported that this did not occur during patient use.